Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage at the molded insulator. The complaint was confirmed by failure analysis.

Event description:
It was reported that the fenestrated bipolar forceps had a chip in the grasping part of the instrument. The customer reported event was identified prior to starting the procedure and therefore there was no patient injury.